Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. A revision procedure was performed and the lead was removed from service and replaced. The physician did not identify any lead or device issues via x-ray. No additional adverse patient effects were reported.